Manufacturer narrative:
H3: product analysis: evaluation determined that attachment frozen is confirmed. The likely cause of failure is due to excessive friction when inserting or rotating the burr. It was noted also that internal bearings are damaged, tip of the tube is sheared off, laser markings are faded, internal tube is sticking, bearings and drive shaft is corroded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, attachment frozen. At the time of report there was no patient involvement.